Event description:
It was observed that during the device evaluation, the subject device exhibited rust and corrosion on the coupler, connector, and free lock lever, as well as contamination on the charged-coupled device (ccd)there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation, the probable cause can be such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.